Manufacturer narrative:
(B)(6). The lot was manufactured from june 21, 2019 - june 25, 2019. Four (4) actual devices were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the devices and found to be within the product specification range. The devices were found to be conforming product. The reported condition was not verified on all samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors underfused during infusion. The device was filled with flucloxacillin 12000mg in 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.